Manufacturer narrative:
During processing of this complaint, attempts were made to get the weight and event information . Further information was requested but not available. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient has been experiencing persistent pain at the ipg site. Patient has also turned off the stimulator as the pain is very intense. Physician plans to implant the patient with a different company system.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the ipg was replaced with a competitors device (exact date unknown ).